Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained contralateral via the right femoral artery. The 3.0x20mm, 80% stenosed, eccentric and progressive target lesion was located in the moderately tortuous distal left circumflex (lcx) artery. There was a significant bend involved in the lesion of 45 to 90 degrees. The lesion was pre-dilated with a 3.0x20mm maverick2 balloon. The 3.0x28mm omega stent was advanced however irt was "stuck" and was unable to cross the lesion. The tip of the stent was noted to be deformed. The procedure was completed with another 3.0x28mm omega stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - device was not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).